Event description:
The pt called tech support from home regarding how to bypass drain 0 to fill 1. At the time of the call the pt was at the ready screen and about to start the setup process. During the call, he mentioned that he had surgery for a hernia and is empty, that is the reason for bypassing drain 0.

Manufacturer narrative:
The returned liberty cycler was subjected to a system air leak test and valve actuation test, an internal inspection and a simulated treatment. The returned liberty cycler passed all inspections and tests. Per the fmc pharmacovigilance physician: there is no evidence to reasonably suggest that the pt's injury was related to the liberty cycler. Abdominal hernias are well described complications of all forms of peritoneal dialysis therapy. A number of risk factors for hernia formation have been identified. These include female gender, increasing age, longer time on peritoneal dialysis, autosomal dominant polycystic kidney disease, increasing number of laparotomies, smaller body size continuous ambulatory peritoneal dialysis and multiparity. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.